Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an interventional procedure, the user reported that no x-ray could be released for both the large and small focus filament. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The log analysis showed that the small focus was already defective before and on the day of the event the customer used the large focus to perform all of the exposure. The large focus was defective which resulted in no exposure. Later on the x-ray tube and d470 board for the large focus were replaced by a service engineer to resolve the issue.

Manufacturer narrative:
Siemens completed additional investigation of the complaint x-ray tube and d470 board. The x-ray tube defect was caused by a defective welding point of the small focus (f1), which was confirmed as a single failure. The d470 board defect was caused by defective igbt modules. No systematic issue was identified and, therefore, no further corrective actions are needed.